Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as ¿might be due to the patent¿s colon¿, however, this was not medically confirmed. Four days after onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was no longer on pd solutions, the patient remained hospitalized, and had not yet recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.